Event description:
It was reported that the error code lec 1720 appears on the device. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which confirmed the reported problem. The cause of the reported issue was defective backup capacitor and it was replaced to fix the issue.